Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that the patient hasn't been on device and having regular nose bleeds, headaches and throat irritations everyday. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.